Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08740 inches. No delivery anomalies noted during testing. Unit successfully downloaded to thump. Confirmed 42.275 units of normal bolus was delivered on 42.275 (B)(6) 2025 between 00:03:35.000 and 23:58:35.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on (B)(6) 2025 19:40:51.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, and cracked belt clip rails. Pump passed functional testing. No failed battery test noted. Cosmetic damage was confirmed at battery compartment and belt clip rails during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the pump was dropped due to the clip breaking, and received a battery-failed alarm. The blood glucose value at the time of the event was 338 mg/dl. The customer was treated with manual injection and an insulin pump. The event involved product(s) mmt-332a, unomedical, mmt-1884l. Troubleshooting was performed for the battery failed alarm, and the customer stated that no damage to the battery cap contacts. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. The customer also reported that the functionality of the pump was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884l.